Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Visually confirmed sleeve broken between stress relief fillets of retaining tabs. Microscopic examination of fracture revealed quasi-brittle fracture; which appears to have initiated at stress relief fillets with no indication of fatigue or torsion, suggesting possible bending moment; additionally witness mark noted at fracture also suggests bending moment. The sleeve of the instrument does not see any force upon normal use. Force may have been applied to the driver sleeve by trying to pull the driver off of the screw off-axis. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that during a spinal surgery, the self-retaining portion of the screwdriver broke during screw insertion. All of the broken pieces were retrieved. No patient complications were reported.